Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported when an asymptomatic patient presented for device change-out due to normal eri, externalized conductors were observed. No electrical anomalies were detected. Lead remains implanted and patient will continue to be monitored.